Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00379 on 11-sep-2020. Additional information (09-nov-2020): a customer service engineer (cse) performed an inspection of the atellica im 1600 analyzer and services due to a malfunction on the acid pump. The cse identified a leak and replaced the acid pump. A motion test and fluid prime were performed on the pump, and no issue was noted. Siemens investigated the event and determined the cause of a falsely elevated folate (fol) result was due to a malfunction in the acid pump. A follow-up was performed, and the customer is operational. The instrument is performing according to specifications. No further evaluation of the device was required. Section h10 was updated with new adverse event problem codes.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a new pack was in use on 21-august-2020. Controls were within acceptable limits with a previous lot calibration from 20-august-2020. The customer noted that controls run on 22-august-2020 were within limits and were biased high. The customer calibrated the assay and noted that post-calibration controls were acceptable, and the customer ran folate samples. On 23-august-2020, the customer noted that controls were biased low and unacceptable. Therefore, the customer removed the primary pack and loaded another pack with the same lot number and calibrated the assay. Post-calibration, the controls were acceptable. The customer reran folate samples and noted the discrepancies. Siemens is investigating.

Event description:
A discordant, falsely elevated, folate (fol) result was obtained on the atellica im 1600 analyzer. The discordant result was reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate atellica im instrument. The repeat result was lower than the discordant result. The customer reported the repeat result as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated folate result.